Manufacturer narrative:
Citation: postalian a, et al. ¿simple¿ transcatheter aortic valve replacement with conscious sedation: safety and effectiveness in r eal-world practice. Tex heart inst j. 2021 sep 1;48(4):e207528. Doi: 10.10453/thij-20-7528. Earliest date of publish used for date of event. Medtronic products referenced: corevalve family. During the study period, the following corevalve family valves were FDA approved and may have been implanted in the patient population: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt), evolut pro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the safety and effectiveness of a simplified approach for performing transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between march 2015 and february 2020. Of the 344 patients included in the study population (predominantly male, mean age 78 years), 28 were implanted with a transcatheter valve from the medtronic corevalve family. No unique device identifier numbers were provided. Among all 344 patients included in the study population, 4 all-cause deaths occurred within 30 days of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Medtronic transcatheter valves may have been associated with the following adverse events: new permanent pacemaker implantation, stroke, and unspecified major vascular complications. No additional adverse patient effects or product performance issues were reported.